Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturing representative. It was stated that the patient believed the cause of the recharging problem was the charger. The patient told the manufacturing representative that they just sit and sit, but they never get over 75%, even though they have full coupling. It was confirmed with a healthcare provider (hcp) that the implant is at an appropriate depth. The issue has not yet been resolved. On aug-22 the patient was sent a new recharger. It was also stated that day that the hcp wanted to replace the patient¿s ins due to the issues.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturing representative with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was having difficulty charging their ins over 50%, and their battery was draining quickly. The patient¿s left extension was found to have a short on contacts 1<(>&<)>3 at 30ohms. The patient¿s extension was replaced, and impedances normalized. It was initially stated that the patient was at that time able to fully charge their ins, but it was stated to have taken a long time. The cause of the impedance issue was not determined. The patient called technical services the next day stating that they were not able to charge the ins to full capacity. The patient stated that the furthest they have gotten the ins to charge is 76%, and that the ins should be fine. The patient has had the recharging issue for a couple months. The patient stated they had 75% battery, 8 coupling bars, with a normal charging screen and that they were charging the last quartile of the ins. The patient stated that either they read in some information, or their manufacturing representative told them that they would only need to charge their ins 2.5 hours a week but they are charging 2.5 hours twice a day. Technical services reviewed how the recharging manual states that depending on therapy needs charging can vary from 1 hour to over 12 hours a week. The patient was instructed to charge until they reach the charge complete screen, and if they are unable to reach that screen to contact technical services again for a replacement recharger. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient¿s ins was replaced, and they were provided with a replacement recharger. The recharging issues have been resolved.